Manufacturer narrative:
Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.4 hardware: iphone17.2 cgm sensor type: data not available

Event description:
It was reported the patient's blood glucose level rose to 360 mg/dl while wearing the pod longer than 48 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. Details regarding treatment were not provided.